Event description:
It was reported that the user received an alert 38 indicating a consecutive stalled motor, with a preceding occlusion alert, after which the user restarted the ilet, completed a successful dry run, and then replaced all infusion supplies with guidance from support; insulin delivery was subsequently resumed. Symptoms included interruption of insulin delivery associated with occlusion and motor stall alerts; no adverse clinical effects were reported. Outcomes included restoration of insulin delivery after restart and supply change, with no medical intervention or hospitalization. Investigation included remote troubleshooting, device restart, a dry run to verify motor function, and replacement of infusion components. Investigation of this case revealed successful device function following restart and supply change, consistent with transient motor stall and occlusion that resolved without further issue. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent device or infusion set issue not reproduced after restart and supply replacement. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.